Manufacturer narrative:
The technician found the pins were bent in the connector that plugs into the head wall unit. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged that the nurse call was not functioning. No pt impact.